Event description:
Per the audiologist's report, this patient experienced decreasing performance and facial nerve stimulation. Results of integrity testing performed in 2006 were consistent with normal device function. The surgeon explanted the device in 2006 and reimplanted a new device during the same surgery.